Event description:
Information received indicates the size of the mattress, the account was using on the bed may have contributed to a significant fall of one of their pts. The account was using a recover care low air loss mattress which is not manufactured by hill-rom.

Manufacturer narrative:
A hill-rom service technician went to the account and was informed that the complaint was not with the bed, it was for the non-hill-rom overlay being used by the account. The account would not release additional information regarding the incident or the extent of the pt injury. The advance series bed in-service manual states: the use of mattresses other than hill-rom's may substantially reduce the effectiveness of the safety features and systems incorporated into hill-rom beds.